Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. No timeouts or drive stalls were observed. The pod delivered 50 first prime pulses, deactivating before the start of second prime. The ratchet gear did not advance enough for the firing flat and release bar to align, so the needle mechanism did not deploy. No drive resistance was observed. The pod functioned as intended.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.